Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot (sr55; lot # 357a39) number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "got stuck"?- firing knob got stuck in between of firing of linear cutter ntlc55. Did the reload lock out and would not work?- yes. Did the reload begin to staple and cut, but then jammed?- yes. Did the device staple?- yes. If the device stapled, was the staple line complete?- no. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?- details not available. Did the device cut?- yes. If the device cut, was the cut line complete?- details not provided by user. Were the cut line and staple lines equal?- details not provided by user. Did the device staple, but there was no cut line?- no, staple & cutline both were there did any pieces fall into the patient? No. If yes, were they retrieved?- na. Will all pieces be returned with the device?- yes. If no, were they discarded?- no. Could you please clarify if there were any patient consequences?- no. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?- na. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the ntlc55 got stuck and firing knob got broken. The procedure was delayed by 10-minutes and completed successfully. Procedure: gastrectomy.

Manufacturer narrative:
(B)(4). Date sent: 04/14/2022. D4: batch # p5746k. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload loaded. The reload was returned with the proximal 2 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.